Event description:
It was reported "cane feels wobbly when fully extended - does not feel stable. I have had the cane for at least a year stored in original packaging. Did not use until after spine surgery in (B)(6) 2025. Customer stated that cane no longer stays in the open/locked position and that it just wants to slide down. Customer confirmed that the knob is tight but this does not correct the issue."

Manufacturer narrative:
It was reported "cane feels wobbly when fully extended - does not feel stable. I have had the cane for at least a year stored in original packaging. Did not use until after spine surgery in (B)(6) 2025. Customer stated that cane no longer stays in the open/locked position and that it just wants to slide down. Customer confirmed that the knob is tight but this does not correct the issue." There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.